Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the us; however, it is similar to a device sold in the us. The 3.0 x 18 mm xience xpedition referenced is filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous and moderately calcified mid right coronary artery (rca). The 3.0 x 48 mm xience xpedition stent was deployed at the target lesion and a distal edge dissection occurred. A second xience xpedition, a 3.0 x 18 mm, was deployed as treatment; however, a second dissection occurred. A 3.0 x 15 mm xience xpedition was then implanted to treat the second dissection, completing the procedure. Post procedure, the patient was in stable condition. No additional information was provided.